Event description:
Received info stating the consumer was test driving a power wheelchair, when the chair allegedly went out of control, striking a rusty rail and cutting her leg. Although serious injury is alleged, the extent of the injury is not known.

Manufacturer narrative:
Invacare received a summons alleging an invacare power chair was operated by an individual and they inadvertently struck a pipe resulting in 20 stitches. The serial number/model number of this chair has not been provided. It has not been confirmed to be an invacare chair. The alleged wheelchair had reportedly been discarded. As a conservative measure, MDR filed based on alleged injury.